Event description:
Procedure performed: ni. Event description: under insertion, the tip of the obturator broke off into several pieces. Additional information received by an applied medical representative via email on 28nov2025: the end of the trocar fragmented/cracked in several pieces during insertion. The abdomen was already isufflated with co2 using verses needle prior to the trocar insertion. There had been some force involved in getting it through the abdomen, but according to the surgical nurse, not enough for something like this to happen. She didn't say anything about the specific insertion method for the trocar. They had opened a second trocar [this complaint] that they used during the procedure, but when they applied light pressure on the end of it after it had been removed/after the operation, it also fragmented into several pieces like the first one (which is why a complaint has also been made about this trocar). No pieces fell into the patient and no harm was done as a result of the incident. Patient status: no patient injury or illness was reported.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.